Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned sensors were evaluated. Visual inspection confirmed there were no physical damage. During evaluation the units failed continuity testing due to an open trace between the electrodes and the connector. The sensors were found to be defective. The sensors are single-patient use; functionality testing could not be performed since the sensors were returned used.

Event description:
The customer reported that the "nurse couldn't detect r2 and l2, and r1,CT, l2 measurements were not accurate." No consequences or impact to patient were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device not returned.

Event description:
The customer reported that the "nurse couldn't detect r2 and l2, and r1,CT, l2 measurements were not accurate." No consequences or impact to patient were reported.